Manufacturer narrative:
Concomitant medical products: d354drg ICD; 6947 lead; 6949 lead; implant dates: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and the leads were exposed due to erosion. During the explant procedure there was dissection of the coronary sinus and subclavian. The patient did not regain consciousness following the procedure and the patient expired following withdrawal of care.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.